Event description:
It was reported this valve was explanted 3 days postoperatively, due to one leaflet sticking. It was replaced with a 21 mm sjm mechanical valved graft (medwatch report 2126673-2009-00005). It was also reported the pt arrested and died the following day. Add'l info has been requested.